Manufacturer narrative:
The pad-pak was first installed on the 20th august 2010 and performed to specification up to 16th august 2015. During this time a new pad-pak was installed. On the 17th august 2015 the device recorded multiple manual power ups all under one minute duration. The user may have been manually power cycling the device or it may suggest the beginnings of a membrane failure. Investigation found the reported fault can be attributed to membrane failure. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of ten minutes duration, due to a membrane failure. There were no ten minute manual power ups recorded in the history log, however there were multiple manual power ups all under one minute duration. The fault was witnessed during the investigation and it could not be replicated with a new membrane fitted. Furthermore, a pogo-pin was seen to be stuck inside the device. The failed pogo-pin is likely to have been caused by excessive force during incorrect insertion of the pad-pak. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switches on automatically.